Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. Customer loaded a new cartridge to resolve the issue.